Manufacturer narrative:
Additional information was received that the patient did not have a revision procedure last december 2015.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Correction to initial MDR in field: event date: (B)(6) 2015.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.